Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported that a silent nite appliance experienced an anchor point that broke. The issue was reported by snoring & sleep solutions of nevada. No additional information was provided.